Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete, any additional information will be reported in a supplement.

Event description:
In the operation, the following two items failed to function.